Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture fever, pain, local sensation, red flare, inflammation this report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around knee osteotomy using the product (a bone plate and bone screws) approximately 8 months post-surgery to receive revision surgery after plate breakage caused by delayed synostosis. After removing the plate, a bone void filler (this product) was curetted to the maximum extent. The ilium was partially collected to perform iliac transplantation at the curetted site. As the osteotomy site was unstable due to a type 1 hinge fracture occurred at the expected site of revision, the implantation site was changed to internally fix a new bone plate and screws. A bone plate of another manufacturer was subsequently used for externally fixation.